Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a cardiac arrest, their device unexpectedly powered itself off. The customer advised physio that the monitor was swapped with a second device after two minutes and patient obtained rosc, return of spontaneous circulation. Following transport to the hospital, the patient entered pea and died. The customer, a health care professional, does not believe the reported malfunction contributed to the patient outcome.

Manufacturer narrative:
Physio-control downloaded the electronic records from the device and verified the loss of power during the event. Upon evaluation of the customer's device, physio-control observed that it had loose battery pins. Loose (or damaged) battery pins can cause an inappropriate loss of power. Physio-control then replaced the battery pins, battery wire harness and power pcb assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed battery wire harness and observed that there was wear on a cable-mounted plug connector, designator however, there was no evidence that it contributed to the reported loss of power. The removed power pcb assembly was an ancillary part and there were no issues observed. Based on the information available, physio-control determined that it's reasonable to conclude that the likely cause of the reported issue was the observed loose battery pins.

Event description:
The customer contacted physio-control to report that during a cardiac arrest, their device unexpectedly powered itself off. The customer advised physio that the monitor was swapped with a second device after two minutes and patient obtained rosc, return of spontaneous circulation. Following transport to the hospital, the patient entered pea and died. The customer, a health care professional, does not believe the reported malfunction contributed to the patient outcome.